Event description:
It was reported that the physician observed an electrical arc that ignited a flame around the plastic tip of the blade. No patient impact reported.

Manufacturer narrative:
The facility returned the device to the manufacturer for evaluation. Once an investigation has been performed, a follow-up report will be submitted.